Event description:
It was later reported: "not working" and that the patient had yet to make an appointment with their healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information, the physician reported that they were not aware of any adverse event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information found it was further reported the caller saw the poor communication screen.

Event description:
It was reported that the patient's device had a por (power on reset) condition. The message was just noticed today, but it was uncertain when it appeared as the patient had not used her programmer in about six weeks or so. It was noted that patient was in a hospital setting back in (B)(6) for a CT scan of her shoulder for an infection. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 3093-28 lot# v161901, implanted: 2008 (B)(6), product type lead. (B)(4).